Event description:
A malfunction alarm with code 16 was reported. Blood glucose level did not exceed 500 mg/dl, so there was no adverse impact on the customer's blood glucose level. As the pump was out of warranty, it was not replaced.